Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead and another manufacturer's right atrial (ra) and rv pace/sense lead exhibited noise. The noise was oversensed on the ra and rv pace/sense channels and resulted in pacing inhibition for greater than 2 seconds of asystole. Additionally, varied pacing impedance measurements were observed on the ra and rv channels, however, measurements were noted to be within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were made to sensitivity pending a lead revision procedure. Subsequently, an invasive procedure was performed. The ra and rv leads were surgically abandoned. A new ra lead was implanted and the pace/sense portion of the existing rv defibrillation lead was connected to the device header. No changes were made to the lv lead. This product remains implanted and in service. No additional adverse patient effects were reported.